Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the surgeon noticed that the force bipolar instrument wrist of the instrument snagged on tissue. The procedure was completed with no patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The customer noted the surgeon said that the wrist joint of instrument was "snagging" or "getting caught" on tissue when they went from moving the wrist from a bent position to a straight position. The patient was fine, and they completed procedure as intended. No fragments were reported. No protruding cables were reported. No loose cables reported. No frayed cables reported. No cable breakage reported.